Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to a damaged usb connector and window. Pictures were taken. Receiver charge and boot tests were not performed due to the damaged usb connector. Functional tests were not performed due to the damaged usb connector. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to the damaged usb connector. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.